Event description:
During an initial implant procedure, the helix on the right atrial (ra) lead broke after multiple attempts to implant. The lead was explanted and replaced to resolve the event. The patient was stable.